Event description:
It was reported that a high drain 101 (night drain #1) alarm occurred during peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The nurse indicated that the patient did not show any symptoms of overfill; however, their ultrafiltration volume was very high. The technical services representative (tsr) arranged a swap of the device and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. During evaluation, a visual inspection and functional testing were performed with no issues noted. A short simulated therapy was performed without issues. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect at initial drain and the initial drain alarm volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.